Manufacturer narrative:
H10: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a t0608: wrong set selected - tpe / crrt and t1073: rep line clamped - prime was generated during the priming of prismax machine. Reportedly the level in the deaeration chamber would jump up or drop down rapidly. Two circuits of blood loss was reported. The extracorporeal blood was not returned to the patient. There was no patient involvement. No additional information is available.